Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, the most probable cause of the reported issue is expected or random component failure without any design or manufacturing issue. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited the curved rubber adhesive part was missing. There was no patient involvement.